Event description:
The customer requested clarification on what is occurring on december 7, 2018 "starting at 2:09 (seq 150) to 2:56 (seq 123)" on an event log. The customer would also like information on sequence 122 through 81, as well as to know more information on the sequences "that show 1/1/2000 as a date." The customer later reported that an over-infusion of heparin occurred. The medication was hung as a primary infusion and programmed for 1000units/hour, which was 20ml/hour. The customer reports they confirmed the programming immediately following the event. In the course of approximately 45 minutes, the entire 500ml bag of heparin was infused to the patient. The heparin was provided as 25,000units in 500ml of 1/2 normal saline, and the infusion was supposed to be continuous. The pcu had been purchased and put into service in september of 2018. There was no patient harm. No error codes were found, and the device was using the guardrails with the correct drug programmed.

Manufacturer narrative:
The customer¿s report of an over infusion of heparin was not confirmed. The pcu log showed that an infusion of heparin 25000 units/500mlat 20ml/hr was started on 07december 2018 at 2:10 pm, and continued until 2:56 pm, when the infusion was stopped for an air in line alarm. Testing of the pump module showed no malfunctions and the device was infusing within specification. Inspection of the pump module showed evidence of administration set misloading in the upper fitment channel, however it is not known when the misload occurred. The event administration set was not returned for investigation; therefore, inspection of the upper fitment could not be performed. The root cause of the reported over infusion of heparin was not identified.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow-up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer requested clarification on what is occurring on december 7, 2018 "starting at 2:09 (seq 150) to 2:56 (seq 123)" on an event log. The customer would also like information on sequence 122 through 81, as well as to know more information on the sequences "that show 1/1/2000 as a date." The customer later reported that an over-infusion of heparin occurred. The medication was hung as a primary infusion and programmed for 1000units/hour, which was 20ml/hour. The customer reports they confirmed the programming immediately following the event. In the course of approximately 45 minutes, the entire 500ml bag of heparin was infused to the patient. The heparin was provided as 25,000units in 500ml of 1/2 normal saline, and the infusion was supposed to be continuous. The pcu had been purchased and put into service in (B)(6) 2018. There was no patient harm.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
No error codes were found, and the device was using the guardrails with the correct drug programmed.

Event description:
The customer requested clarification on what is occurring on (B)(6) 2018 "starting at 2:09 (seq 150) to 2:56 (seq 123)" on an event log. The customer would also like information on sequence 122 through 81, as well as to know more information on the sequences "that show (B)(6) 2000 as a date". The customer later reported that an over-infusion of heparin occurred. The medication was hung as a primary infusion and programmed for 1000units/hour, which was 20ml/hour. The customer reports they confirmed the programming immediately following the event. In the course of approximately 45 minutes, the entire 500ml bag of heparin was infused to the patient. The heparin was provided as 25,000units in 500ml of 1/2 normal saline, and the infusion was supposed to be continuous. The pcu had been purchased and put into service in september of 2018. There was no patient harm. No error codes were found, and the device was using the guardrails with the correct drug programmed.